Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called to residence to treat the low blood glucose of 32 mg/dl. Customer treated off the sg reading; did not confirm the blood glucose reading. The current blood glucose reading is 76 mg/dl. Customer treated with food and glucagon shot. Nothing further reported.